Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "replace sensor now", no other error message occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a "replace sensor now", no other error message occurred is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.